Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 133 mg/dl at the time of the incident. The customer stated that the top ring of the reservoir compartment fell off and is cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and the test reservoir does not stay locked into place due to reservoir tube lip damage. The insulin pump had cracked battery tube thread, cracked reservoir tube, minor scratches on the display window and missing the reservoir tube o-ring.